Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator (ins). The reason for call was caller reporting that the handset 'won't always connect' and there is a 'full charge and everything'. Caller stated that it is 'wigging out' and searches and says device not found. Caller added the pt into the call. Pt saw therapy on group b. Issue was not occurring on the call. Agent had a very hard time hearing and understanding the pt at times. Pt then stated the issue is that they are 'not feeling'. Pt stated when they get pain it goes up the back and not down the legs it's not doing anything for a few days. Agent recommended pt can try adjusting therapy if they feel comfortable. Pt was redirected to hcp to further address not feeling stimulation.